Event description:
The customer contact reported the delivery completed sooner than expected. On an unspecified date and time the device was programmed for intermittent delivery of penicillin g potassium 3.88 millon units/194ml, with an infusion time per dose of 1hr, with a dose frequency of 4hrs, a 2ml kvo rate (keep vein open), and a 1225 container size. No further programming parameters were provided. After an unspecified length of time on (B)(6) 2014 at 1146, the customer reported the delivery completed 2 hours sooner than expected. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.